Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a normal wear and tear of the device. The customer stated problem was duplicated. A faulty interlock block was found and replaced. The cause of the reported problem could not be determined. No causes or potential causes to the customer's reported problem were found during the DHR review.

Manufacturer narrative:
Other, other text: d4 UDI and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. Normal wear and tear on device. The technician filled the reservoir with water, attached temp check to hotline, plugged in line cord, and turned-on power switch to perform safety electrical test. The reported problem was confirmed. The root cause of the reported issue was found to be faulty interlock block. The technician replaced interlock block.

Event description:
It was reported that a smiths medical fluid warmer had not audible alarms and no lights. No adverse patient effects were reported.